Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: a small metal pin was found between the foam material and the shaft on the locking mechanism. There was no report of pieces falling into the cavity. No pt injury was reported.